Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for the severely calcified anterior tibial artery chronic total occlusion. A jupiter sfc guidewire was advanced into the lesion; however, the wiring took a long time and the tip of the guidewire got weakened. After replacing the guidewire with another jupiter sfc, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 2mm balloon catheter. No patient complications nor injuries were reported.